Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open revision of gastric bypass, while stapling gastric tissue to create new bypass, the stapler took about eight times to cycle as it would not allow full closure to ensure complete cycle. There was a problem loading the reload onto the adaptor. The stapler had to be cycled several times according to surgeon before it correctly cycled and enabled firing mode. It also had poor staple formation. The stapler stopped halfway through the firing and was not able to continue and therefore had to be backed off tissue and reloaded with new reload which performed sub-optimally and therefore to mitigate risk had to replace handle and adapter with new reload. The stapler also had an incomplete staple line centrally. On the first firing, there was a gap between two tissue sections to be fired so when first part of tissue was stapled, the stapler seemed to stop after that and did not continue to finish firing. They put another purple load on to fire over and finish the staple line and that didn¿t work as it was going over other staple line. Then they had to cut extra gastric tissue and over-sew. The surgical time was extended for more than thirty minutes due to the product problem. And there was also 200cc of blood loss. In order to rectify issue with stapler, the surgeon had to resect additional gastric tissue and over-sew.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.